Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped while it was tightened all the way, causing patient injury. 1. Can you please provide more information/details about the injury (laceration, etc.)? Answer: after removing mayfield at end of case there was a 1.5 cm laceration to the left frontal pin site. 2. What type of procedure was performed during the incident? Answer: c5-c7 laminoplasty, l2-3, l3-4 central decompression via laminectomy and bilateral medial facetectomies, and l1-2, l4-5 r sided laminotomy/medial facetectomy for lateral recess decompression, repair of intra op durotomy. 3. Was there a delay in surgery due to product problem? If yes, how long (in minutes)? Answer: suturing of laceration at end of case added 10 minutes to procedure. 4. Was medical/surgical intervention required? If yes, what revision/intervention was performed during the incident? Answer: yes, laceration needed to be sutured prior to extubation. 5. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did that imaginary line pass through an axial center of the skull? Answer: yes. 6. Did each pin engage the cranium in a perpendicular approach? Answer: yes. 7. Please provide patient outcome and/or status of the patient. Answer: laceration was sutured and patient did well. 8. How was the procedure completed? Answer: pt was extubated after laceration repair and extubated.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. The lock does have both rotational and lateral movement and a residue buildup, but when the unit was put under pressure, it did not move. Since there was report of patient injury, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service & repair report and noted that the unit had minor movement in the lock, the lock was stiff to turn, and minor wear was noted on the starburst teeth. No other device deficiencies observed. Unrelated to the complaint issue, all worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.